Event description:
The explanted generator and lead were received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date.

Event description:
Product analysis was completed on the generator and lead. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Prior to decontamination of the lead, continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper electrical contact between the setscrew and the lead pin was present. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that the patient's vns was now indicating high impedance. When asked about any trauma to the device, the patient noted that she had a seizure on (B)(6) 2012 that resulted in her falling down. No other trauma was noted. The patient was not experiencing any adverse events as a result of the high impedance and is still doing well clinically. The surgeon indicated he will be taking x-rays however he indicated that he is unsure if he will be sending them to the manufacturer for review. Attempts for additional information have been unsuccessful to date. Surgery to replace the patient's lead is likely.

Event description:
The patient had x-rays taken, but it was reported that a copy would not be sent back to the manufacturer for review. The patient had generator and lead replacement surgery on (B)(6) 2012 due to high lead impedance and prophylactic generator replacement. Product return is expected, but they have not been received to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.